Manufacturer narrative:
The MFR's service representative performed an on-site investigation. The malfunction could not be duplicated. The error log was reviewed and the customer was informed to keep the leg extension accessory locked. The system was tested and operates as intended.

Event description:
The customer reported that the 2800 system had a connection failure. No pt injury was reported.